Event description:
Information received by medtronic indicated that the user was unable to begin a cryoablation procedure due to console calibration issues; the catheter was reading higher than body temperature. The issue was not resolved by rebooting the console or by replacing the electrical umbilical cable and the catheter. A field service visit was scheduled. The case was aborted. The patient was under general anesthesia for the procedure and did not receive any therapeutic treatment. There were no patient complications.

Manufacturer narrative:
Investigation of cryoconsole performance is in progress; results of evaluation will be submitted in a supplemental report.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported system notice #12219 issue has not been confirmed through testing. Console (B)(4) passed the inspection by field service engineer. Two cryoablation catheters were returned and passed the returned product inspection as per specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.